Event description:
A customer reported po2 results from an abl80 co-ox analyzer that were up to 20 mmhg lower than results from other analyzers in the pulmonary laboratory. The samples were from adult pts and collected in capillary tubes. The reported results were not used for any pt diagnosis or treatment.

Manufacturer narrative:
As the deficiency expressed by the customer resembles that of a previously reported MDR, this event will be reported as an MDR according to the 2-year assumption rule even though no evidence of a malfunction could be established.